Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the battery would not charge despite trying different cables and ensuring proper connection. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use a backup pump until a replacement tandem cable and wall adapter were received, with technical support following up on the issue. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are tandem wall adapter and tandem charging cable. Pump began charging. No further assistance required.